Manufacturer narrative:
H6: neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, product mixed for 45 secs and within 30 seconds tried to object and it would not release product hardened within 45 secs post mixing at end of syringe and would not release for implantation. A 10cc backup kit was used to complete the surgery. This caused a 4-5 min delay.